Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during use of a 2.75x38mm xience sierra stent delivery system (sds), the stent came off in an unspecified guide catheter. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported stent dislodgement appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.